Manufacturer narrative:
The initial reporter also notified the FDA on 6 july, 2021. Medwatch report # mw5102025. Report source other: medwatch report. Investigation summary: it was reported by the facility representative that the syringe was difficult to push plunger past the 5ml mark. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306546, lot number 1056483. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Root cause description: it could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. The following information was provided by the initial reporter: it was reported by the facility representative that the syringe was difficult to push plunger past the 5ml mark.